Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional lumbar herniorrhaphy, the plastic balloon made strange noise, physically broke and fell into the cavity of the patient. Surgical time was extended for more than 30 minutes for the recovery of the balloon. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of five photographs of the devices. The first photo depicts a product label. The second photo depicts a closeup of the product ID, lot number and expiration date. The third photo depicts a device being used in a surgical procedure. The fourth photo depicts a device being used in a surgical procedure. The fifth photo depicts two graspers being used in a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The device was not received, only photographs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional lumbar herniorrhaphy, the plastic balloon made strange noise, physically broke there was rapid loss of abdominal pressure due to the device issue and the component was removed from the cavity of the patient. Surgical time was extended for more than 30 minutes for the recovery of the balloon. There was no patient injury.